Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found a piece of the haptic missing and debris on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -18.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. It was noticed that the lens tore during injection. The lens was exchanged with a similar lens and the problem was resolved.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -18.0 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on the same day due to lens tear during injection. (B)(4).

Manufacturer narrative:
(B)(4)